Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user who reported that the back wheel got "stuck" causing the end user to fall and hit her head, sustaining a mild concussion. Evaluation of the product revealed that the back left wheel failed to move as intended because of the need to adjust the brakes. Once the brake was adjusted, the problem did not recur. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.